Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was tissue build up on the jaw area. The teflon pad was severely damaged, exposing metal. The distal end was inspected under a microscope and no probe damage was found.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic total hysterectomy procedure, the teflon pad burnt on two different thunderbeat devices. Furthermore olympus was informed that the metal was exposed on both the devices and the event occurred while the doctor was performing seal and cut using the device. A seal and cut error was displayed on the generator during the procedure. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. The intended procedure was completed using a third thunderbeat device. There was no patient injury reported. This is 1 of 2 reports.